Event description:
It was reported that port/catheter were inserted in 2006. Insertion site was left jugular. Six days later pt was to received 1st chemo treatment. Port was accessed & flushed with saline. At that time, pt immediately felt discomfort. Chemo was then administered peripherally. After treatment, port/catheter were visualized under fluoro. Port/catheter were noted to be separated. Catheter & port were removed.